Event description:
It was reported that the pt underwent a minimally invasive right-sided l4-l5 tlif with placement of rhbmp-2/acs. The pt recovered well postoperatively with a significant improvement in her presenting symptoms. Imaging at 1 month did not show any ectopic bone growth. At 29 months postop, the pt began to note new back pain, right posterolateral thigh pain, and weakness in the right lower extremity. A CT myelogram demonstrated opacification of the right l4-5 neural foramen with concomitant nerve root entrapment within the bone mass. A solid interbody fusion was observed. The pt underwent an exploratory surgical procedure. A large, dense bone mass encasing the l4 and l5 nerve roots was encountered, and removed. The pt's radicular pain was completely resolved 1 month after the revision surgery.

Manufacturer narrative:
(B) (4). Literature article citation: chen et al. Symptomatic ectopic bone formation after off-label use of recombinant human bone morphogenetic protein-2 in transforaminal lumbar interbody fusion. J neurosurg spine 2010;12:40-46. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.